Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as (B)(6) 2024.

Event description:
It was reported by the abbott product performance returned goods lab that a proglide device was received that found a cuff miss had occurred. No additional information was provided at this time.

Event description:
Subsequent to the initially filed report, additional information was provided. It was reported that this was an arteriotomy closure of a right common femoral artery using proglide devices after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly, when removing the plunger, the suture was not present [cuff miss] in two proglide devices. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The additional proglide device is captured under complaint number (B)(4) (MFR# 2024168-2024-13394). No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The reported needle to cuff miss was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation could not confirm the reported difficulty. The subsequent treatment appears to be related to circumstance of the procedure. Three devices were used in the procedure with two reported needles to cuff misses and one successful deployment. Three devices were returned in events (B)(4). In this case it is possible this device that was returned was the device that was successfully deployed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: updated from 10/23/2024 to 10/22/2024. E1: first, middle and last name updated from (B)(6). H6 - medical device problem code: code 3190 was removed and code 1142 was added.